Event description:
The lens opacification was observed on 08/09/2002. Date of original surgery: 2001. The patient preoperative visual acuity was 20/1000, post-op it was 20/100. At the last examination in 10/2002 the patient visual examination had decreased to 20/200. The lens remains implanted.